Manufacturer narrative:
Investigation findings: to date, the product has not been received for eval. A follow-up report will be sent upon completion of an investigation.

Event description:
It was reported that during use of this suture hook in a shoulder arthroscopy, the tip broke. The suture hook was withdrawn with the damaged tip still attached to the handle. No broken pieces were evident in the surgical site. There was no pt injury or delay related to this event.